Event description:
Caller indicated the relion prime meter was giving high readings. Received transfer call from ce stating the customer was getting readings 200 points different from his 'good meter' and stated he crashed because he took too much insulin based on the prime meter reading. The customer bought his meter last week and then saturday he crashed. He stated he was comatose and was passed out for a few hours and his friends could not wake him. On (B)(6) at 3:55pm, he dosed himself with 8 units of insulin based on a 268 reading with the prime meter. He left the house and ate a (B)(4) and drank a soda. He returned home at 6:09pm and felt his heart pounding and legs got weak. Stated he was so weak he could not lift anything. He ate candy and drank juice and his sugar levels did not elevate. He took a reading with his 'good meter' and it was 47. Then he passed out for 3 ½ hours and was awoken by a friend trying to reach him by phone. He took another reading and he was 338, which he believed because he was due to take his insulin. Readings from memory up to incident reading. (B)(6) 1:22a 291, (B)(6) 4:12a 417, (B)(6) 11:19a 293, (B)(6) 3:55p 268. Caller stated the meters at (B)(4) also looked like they had damage. He stated he thinks that has something to do with the meter working improperly. He doesn't believe we would make a meter that will read so many points off. Customer no longer has strips so was unable to attain the lot number. He is storing product properly. He does not wash his hands every time but he did on the day of the incident. He also does not always change lancets. I have educated on the proper testing technique. Replacing meter and strips and sending control solution as he has none on hand.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.